Event description:
Hold dt 3.16 it was reported that the patient presented in clinic for a follow up with a telemetry anomaly exhibited by the implantable cardioverter defibrillator. Programming changes were made. Further information was requested but not received.